Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Affected amount: 8pcs. Aquacel ag+ extra 15x15cm was manufactured under system application product (sap) code 1708334 and manufacturing lot number 9j04532. Lot # 9j04532 was sterilized under lot 1234158811 and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi)for machine doyen 4. A visual inspection performed in accordance with testing methods (tm) was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9j04532. This is the only complaint for the affected lot registered within complaint handling system. Five (5) photographs have been received for this issue and have been evaluated in accordance with work instructions (wi). The photographs confirm this is the product and batch expected and confirm the complaint issue. A non-conformance event was raised for this issue on doyen 4 with the root cause investigation raised. The investigation root cause has been completed with root causes found. Through extensive testing this issue was recreated and it was found that if the sealing dead plate is at a greater height than 176mm it would cause the dressings to curl and would catch upon the top foil infeed roller and have a knock on effect to the dressings behind it. These dressings were deemed acceptable due to happening after the vision system inspection. This then caused the seal issues found. The investigation is now closed with the solutions implemented. No further actions are required. Operations have been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR: 1000317571-2020-00033 / device 3 of 8. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported ¿eight (8) pieces of dressing was not sealed properly and item found loosely open at the edge of packaging". The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.